Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on but could not duplicate the reported device behavior. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use. At this time, no assembly failure was identified therefore, no component root cause can be performed and no further investigation is warranted.

Event description:
The customer reported an intermittent blank display on this ventilator device. The customer stated no known reported patient issue with this event.